Event description:
Dealer is stating that the end user called int stating that the seat sling is screwed into is bent. End user is stating this happened because this bar would not stay in the u shaped clamp. No other information provided.